Manufacturer narrative:
The subject device was transferred to omsc. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found red-brown liquid which was partially dried in the air/water channel. As a result of analysis of red-brown liquid, protein was detected. Based upon the result of analysis of red-brown liquid, there was the possibility that the detected protein might be derived from human, medical agent and/or bacteria and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found the air/water nozzle of the subject device was clogged. During repair at olympus service operation repair center (sorc), sorc found that the foreign material clogged in the air/water channel. There was no patient injury associated with this report.